Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was broken at the reservoir compartment. The customer stated the part where the reservoir screws in to the insulin pump was broken off. It was also noted that the thread of the reservoir was loose. The customer's blood glucose was 154 mg/dl. The customer reported the damage happened wen the insulin pump was caught in their seat belt. The customer was advised the insulin pump will be returned for analysis.